Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had multiple falls and had a loss of stimulation sensation. Impedances were checked and one lead was out of range. The patient would be seeing a new hcp closer to their home to evaluate and consult on a potential upgrade to a new implantable neurostimulator (ins) model for full body MRI eligibility. It was unknown if a surgical intervention would be planned. The event was not yet resolved at the time of the report. No further complications were reported.